Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the night before on 09/18, the patient was feeling great before she went to bed. No symptoms were reported and her "readings" were "normal." The next day on (B)(6) 2025, the patient was sleeping when her husband woke up and noticed that she was diaphoretic. Her husband tried to wake her up but she was unconscious. The patient said that no bg test was done during this time and she couldn't check if she had cgm readings since she was unconscious. Her husband went to their daughter's house around the neighborhood to get help, and the daughter called 911 for medical assistance. When the daughter arrived at the patient's house, the patient has gained consciousness but still very weak, and when she checked her egv though the tandem pump it was reading sporadically. The patient can't provide values or error message. No medication or treatment was provided; they just waited for the paramedics. The paramedics arrived at the patient's house and a bg test was performed showing less than 20mg/dl, but patient couldn't tell her egv at that time. The patient was then transported to the emergency room (ER) and another bg test was done, but the patient can't remember the results. The patient was given IV fluids and IV electrolytes at the ER then was transferred to ICU for 2 days for close monitoring. The patient's bg monitored hourly while in the ICU, but patient can't provide the readings. From the ICU, the patient was transferred to a private room and was discharged on (B)(6) 2025 when she was stable. Patient is feeling fine at the time of the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an unknown error occurred. Data was returned and a brief sensor issue was observed. The probable cause was determined to be sensor noise. No additional patient or event information is available.